Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 21542458; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 20749339/5014892; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief as the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.